Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and the reported condition of a detective locking sleeve was confirmed. Reliability engineering evaluated the device, and the unit was observed to have a cut/tear in the hose near the muffler, likely caused by mishandling. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had an issue with noise. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.